Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. While not confirmed, sample handling error is suspected as the most likely root cause as all runs (including competitor assays) aligned with one another. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from spain alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2, influenza a, and influenza b. The same sample was retested on two different platforms (abbott and genexpert) and a positive influenza a result was generated. The same sample was repeated again on the same cobas® liat® system which yielded a positive result for influenza a and a negative result for sars-cov-2 and influenza b. The initial negative results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.